Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call the insulin pump had a motor arm error and a software error. The customer¿s current blood glucose level was unknown at the time of the incident. The customer¿s mother reported recurring error alarms that required rewind. The customer¿s mother did not troubleshoot the issue. The customer¿s mother was advised the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit passed self-test and displacement test. Pump errors found in the insulin pump history (line number = 3148 and file number = 26) due to software error (tt=2252). Unit was received with cracked battery tube threads, minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer, faded serial number label and minor scratches on lcd window.